Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that they were hospitalized due to diabetic ketoacidosis. The customer's father reported that they received no delivery alarm. The customer's blood glucose was 450 mg/dl at the time of incident. The customer's father stated that they were given insulin drip to treat the blood glucose. The customer's father reported that the no delivery alarm was resolved by a complete set change. The reservoir will not be returned for analysis.